Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by an MRI technician that the patient indicated that their ins was no longer working and it had been turned off. The caller reported that the controller had no batteries and was dead; they did not have a aaa batteries. MRI guidelines were reviewed and the caller was redirected to the patient's health care professional (hcp).